Event description:
It was reported that medfusion 4000 syringe plunger not in place. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, top case cracked and chipped by the front right and left bottom corners, cracked by the handle. Visible contamination was present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear was found, device was 10 years old. Replaced right and left plunger case. Device software was upgraded. The cause of the reported problem was traced to user damage of the device and components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: model number: 4000 d5: operator of the device: unknown. E1: customer state: new mexico. E4: customer reported to FDA: no information.